Event description:
International ((B)(6)) complaint received reporting multiple issues (attachment/stick-down; chemo leakage) with use of set-up consisting of 081-nc100 neutron connector and 061-ct1103 smallbore ext set. The initial info was reported as follows "nc100 was connected with ct1103 and pi catheter infusion line. They were delivering a chemo drug, the nc100 was disconnected, the infant pt's hand was exposed by the chemo drug. Md realized that the silicone of nc100 didn't return to the normal position."

Manufacturer narrative:
Device(s) returned: one used 081-nc100 neutron connector; one used 061-ct1103 smallbore ext st. Visual analysis recorded the "as-received neutron plug was recessed and/or "stuck-down". During decontamination flushing the neutron plug rebounded and returned to correct position. Engineering evaluations: the returned used 081-nc100 neutron connector was mated to the 061-ct1103 male luer connector and the sets spin collar was secured to the 081-nc100 neutron. When the spin collar was tightened securely at 1.5 in-lbs, the luer connection stayed fully engaged. Additional evaluations were performed. The 061-ct1103 spin collar was lightly torqued onto the 081-nc100 neutron connector. Under this condition it was possible for the neutron connector to become disconnected from the male luer of the t-connector. The neutron connector was disassembled and evaluated. The results recorded a small amount of blood observed between the spike and the silicone seal internal components. It was also noted that a sticky substance was on the outside of the housing. The engineering report noted that when blood leaks between the silicone seal and the spike and coagulates, the seal can become stuck to the spike resulting in a straight stick down. There was no evidence of component (silicone seal) damage that can allow this type of blood leakages. The exact cause(s) of the small amount of internal blood leakage could not be determined. Findings: engineering testing and eval of the returned devices recorded mixed findings. The reported neutron connector recessed plug issue was visually confirmed upon initial receipt. The engineer's eval of this condition identified residual blood within the internal components caused or contributed to the recessed condition. The exact cause(s) could not be determined. The attachment/disconnection issues was not replicated when the component/spin collar component was tightened securely.